Manufacturer narrative:
Sak 000 found no issues with unit heating up as alleged, unit meets all specifications problem is likely insert issue (aftermarket inserts) or inadequate water flow qa-rb DHR review is not required because the product was returned for evaluation. No fault was found with returned unit. No further action required.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g124 cavitron select sps, they allege that control panel gets hot and the inserts become hot. No injury was reported from the alleged event.